Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and the insulin pump was under delivering. The customer¿s blood glucose level was 433 mg/dl at the time of the incident and other blood glucose value was 157 mg/dl. The customer had experienced high blood glucose level. Customer was treated with correction bolus via pen. Customer was performing self test and it was passed. Customer was in emergency room as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.